Manufacturer narrative:
Concomitant product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump was removed due to an infection. The infection started 3 weeks after the pump was implanted in (B)(6) of 2014. The device system was delivering dilaudid. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.